Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The investigation was limited due to the unavailability of the patient sample, calibration data, and quality control data. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged false reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The initial result was approximately 200 cutoff index (coi). Confirmatory testing on two other platforms yielded negative results. Additional testing using a blocking tube with the elecsys hiv duo assay produced non-reactive results.